Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During a pulmonary vein contraction procedure in the right ventricular outflow tract, a pericardial effusion occurred which required a pericardiocentesis to stabilize the patient. While using the ablation catheter for mapping a ventricular electrical storm (ves) in the right ventricular outflow tract, a decrease in blood pressure and oxygen saturation was observed. An ultrasound was done which diagnosed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. No significantly high contact pressure was observed. There were no reported performance issues with any abbott device. The device will not be returned as the physician thinks the perforation occurred related to the patient's thin heart layer and not due to the device.